Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced ventricular fibrillation (vf) which was terminated by a 4th 35j vf shock. Physician decided to test can off configuration, and tried to prove adequate safety margin by terminating the vf with 25j twice. The first vf was induced and terminated with 25j shock. After 5 minutes pause, second vf was induced and neither 25j or following 35j shock were successful. The physician decided to reprogram high voltage (hv) therapy to can off. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.